Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for low blood glucose of 23 mg/dl. Customer was treated and left a few hours later. Nd diabetic ketoacidosis. Troubleshooting found that the pump was worn in an MRI machine. The customer was advised to monitor the pump and call back if further assistance is needed. The customer was advised to follow up with their doctor regarding the low blood glucose.